Event description:
It was reported that this right ventricular (rv) lead defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in alerts in the remote home monitoring system. Technical services (ts) discussed potential troubleshooting options. No further assistance was requested. No adverse patient effects were reported. This device remains in service.